Event description:
It was reported that the patient thought they heard tones from the device but there were no alerts in the log. When the clinician attempted to demonstrate the tones, the patient was unable to hear it. It was noted that the patient has a large body size which may result in decreased tone volume. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.